Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4, and the video baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and was able to duplicate the green lines over the image by connecting the baton to a test video monitor. Since there are no repairs available and the customer received a replacement, the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the displayed image had green lines over it and was not usable. A second video baton was used to complete the procedure, which was made available in less than thirty (30) seconds. There was no harm to the patient or user reported.